Event description:
Healthcare professional reported right side "collection of fluid", capsular contracture baker grade ii, fever, and ¿micro-perforations through which the gel leaked¿. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed openings on posterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported fever and chills.